Manufacturer narrative:
Per the 3rd party service representative technical support recommendation, the breathing system was reseated by the biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate, discovered during preuse checkout. There is no report of patient involvement.